Event description:
The consumer reported that the compressor was getting hot to the touch and that there was a delay in the medication being disbursed. This issue could cause a user to miss getting their prescribed dose(s) of medication.